Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)

Event description:
The lead was returned to the manufacturer after the pateint's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported cause of death was metastatic lung cancer and brain cancer. Patient had been receiving radiation therapy. Wife had requested device be turned off on (B)(6), 2009 per requirement of hospice. No autopsy was performed. Most recent device check, (B)(6), 2008, impedances were normal.

Event description:
Reporter alleged his wife obtained a result of 53 mg/dl on aviva system 1 compared back to back with a result of 127 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used on the customer's wife in system 1. (B) (4) it was unknown if the initial reporter sent report to the FDA.